Manufacturer narrative:
A1 - patient identifier: updated. E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the main coil was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was totally stretched and bent; additionally, the coil arm was detached. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 25sep2025. It was reported that the coil became stretched and could not be advanced nor withdrawn from the catheter. A 15mm x 40cm interlock .035 coil was selected for use in an iliac aneurysm for an abdominal aortic dissection repair. However, during the delivery, the coil was stretched halfway and could not be further advanced. Attempts to retract it into the delivery sheath were unsuccessful, necessitating the withdrawal of the entire delivery system. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a detached coil arm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the main coil was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was totally stretched and bent; additionally, the coil arm was detached. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the coil became stretched and could not be advanced nor withdrawn from the catheter. A 15mm x 40cm interlock .035 coil was selected for use in an iliac aneurysm for an abdominal aortic dissection repair. However, during the delivery, the coil was stretched halfway and could not be further advanced. Attempts to retract it into the delivery sheath were unsuccessful, necessitating the withdrawal of the entire delivery system. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a detached coil arm.